Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. Customer's blood glucose level was 480 mg/dl. Customer removed the reservoir from the pump and reconnected the infusion set and reservoir. Customer stated that she will call back to continue troubleshooting. Customer was advised to change the entire infusion set and attempt to prime before calling the helpline back. Customer stated that she is down to her last infusion set. Customer also stated that she has been having high blood glucose levels and has treated with manual injections. Insulin pump will need to be replaced. No additional information provided.